Event description:
It was reported that the system displayed a control panel error. This error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There is no report of injury or death in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and left control panel were evaluated and replaced. The system was tested and found to be working as intended and returned to service.